Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. No unexpected motor sound during testing. The motor was tested outside of the device and passed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they allege insulin pump was under delivering. Customer stated the motor sounds was different then when she got it and it was not working effectively due to this issue she feels there was something wrong with the motor. The customer was experience high blood glucose level. The customer experienced symptoms such as nausea, thirst, urine and headache. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was not using auto mode feature at the time of incident. Customer treated with bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.